Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The primary complaint was not confirmed. During functional testing, the platform ran for one hour on a large resuscitation test fixture (lrtf) without issues. No faults were found. The reported issue could not be replicated. The autopulse platform is a reusable device and was manufactured on december 4, 2015. Visual inspection was performed and found the top cover cracked and the bottom enclosure damaged at the screw post. Review of the archive data revealed that on (B)(6) 2016, a user advisory 17 (max motor on time exceeded) and a "under voltage <18v" (battery removed or rejected from the battery compartment or shut down before power button is pressed) occurred. Additionally, the archive confirms that batteries serial numbers (B)(4) were used during the event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During use on a (B)(6) lbs. Male patient, it was reported that the autopulse platform (s/n: (B)(4)) ran for approximately 15 minutes, then powered off without indicating a low battery. The autopulse lithium ion battery (s/n: (B)(4)) was removed and checked; the battery displayed 3 leds. According to the reporter, manual CPR was performed during interim of replacing the battery. Per reporter, after the secondary battery was used, the platform powered on without any issues. No further patient information was provided. There is no report of patient impact or consequences.